Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were in the 300's mg/dl range and a manual injection was administered to address the bg levels. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3007981285-2017-30425).